Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the device was not working and the reporter wanted to know the reason why the device was removed in his grandson¿s body. Further information was not provided. No further complications were reported/anticipated or expected.